Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. The customer's blood glucose was 21 mg/dl at the time of event. The customer reported not feeling well and passing out from their low. The customer was admitted into the intensive care unit as a result. The customer was treated with an IV of fluids and glucose. The customer's current blood glucose was unknown. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.